Event description:
The customer reported to olympus the uretero-reno videoscope had air/water leakages. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that the bending section could not be controlled at all, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that water tightness was lost due to a cut on the bending section cover. Upon further inspection, it was observed that the bending section could not be controlled at all (angle locks) due to wear of the angle wire. It was also observed that the grip, up-down plate, and the universal cord was sticky due to deterioration caused by chemical or physical stress. It was observed that the universal cord had a dent due to chemical or physical stress. It was also observed that the control unit had corrosion due to water leakage caused by fluid invasion from the body control unit. It was observed that the light guide bundle was slipping down causing a decrease in the output of light. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: control unit, grip, universal cord, video connector case, video connector, light guide connector, protector of the video cable section, video cable, lock engagement lever, angulation lever and on the image guide protector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.